Event description:
It was reported the patient received the following results within 15 minutes: 15 mmol/l (ac guide meter) and 7 mmol/l (laboratory test).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.